Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2016 the patient presented in the clinic experiencing presyncope. Upon interrogation, the right ventricular lead exhibited noise. The device was reprogrammed which resolved the presyncopal symptoms though noise reversion episodes were still observed. The noise could not be reproduced with provocative testing. All other lead measurements were normal. The patient would be monitored.